Manufacturer narrative:
An evaluation of the device by physio-control observed proper device operation, through full performance and functional testing. An evaluation of the pt record from the reported event determined the device functioned within performance criteria. The device main pcb was replaced as a preventive measure. The device was then retested and returned to the facility for use.

Event description:
The device analyzed the pt ECG and displayed shock advised, but reportedly would not charge.